Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation a run-on condition was found and then reported. Based on the investigation details, the likely cause was the anti-rotation pin lodged between the trigger and face plate. The anti-rotation pin was replaced along with other worn components.

Event description:
The handpiece was returned to the MFR for service, and during the evaluation the device continued to run on its own. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.